Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to urinary incontinence caused by urethral atrophy. The cuff was removed and replaced with a smaller component. The patient fully recovered.